Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) on the patient's right side has been depleting rapidly. They periodically check the voltage of each ins, and on (B)(6) 2021, the voltage of the right ins was 2.74, while the voltage of the left ins was 2.82. Yesterday, the voltage of the right ins was 2.69, while the voltage of the left ins was 2.81. The patient is scheduled to have the ins batteries replaced on (B)(6) 2021, and they inquired if they will need to have the surgery scheduled sooner due to the depletion rate of the ins on the patient's right side. Voltage level for end of service (eos) was reviewed. They mentioned that "both sides" are set to 2.00 for each ins and inquired why the right ins would deplete quicker than the left ins. It was reviewed that the ins depletion rate is based upon usage and settings. They inquired if there have been any advancements with non-rechargeable dbs systems. An overview of percept pc was given. The patient has an appointment with the physician on (B)(6) 2021. They were redirected to the patient's healthcare provider (hcp) to discuss further.